Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial medwatch report, article published in the jacc cardiovascular interventions entitled late complication: xience v stent fractures with restenosis, was received.

Event description:
It was reported that 3 xience stents were implanted on (B)(6) 2010; a 3.5 x 18 in the distal left main to the left circumflex artery (lcx), which did have a tight angle, a 2nd xience v stent (unspecified) was implanted overlapping, and a 3.0 x 12 xience v stent implanted in the distal right coronary artery. The patient experienced unstable angina on (B)(6) 2011. Re-percutaneous transluminal coronary angioplasty was performed on (B)(6) 2011, due to restenosis in the 3.5 x 18 and 3.0 x 12 xience stents. No thrombus was visible. An attempt was made to place a balance middleweight guide wire for treatment of the 3.5 x 18 xience, but the wire would not cross and was removed. During wiring of the lcx using a pilot 50 guide wire, the vessel abruptly closed. The patient developed st elevations and ventricular fibrillation. Cardio pulmonary resuscitation was initiated; however, cardiac arrest occurred and the patient died. During post-mortem analysis, microscopy computed tomography (CT) revealed that the 1st placed xience stent in the distal circumflex and the 3rd placed stent in the rca were fractured. There was no device issue with the 2nd placed overlapping xience stent. The official cause of death was abrupt closure of the lcx during wiring in the area of in-stent restenosis. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The xience v 3.0 x 12 mm and hi torque pilot guide wire are being filed under separate medwatch MFR numbers. Factors that may contribute to stent fractures include, but are not limited to, processing and/or handling in manufacturing, handling during preparation for use, lesion characteristics, procedural technique, product size selection, severe torquing or kinking of stent (material stress/ fatigue) or interaction with the accessory devices, lesion and/or anatomy. Fatigue from cardiac dynamics and motion may also contribute to stent fractures during or after the procedure. In this case, the stent fracture was not noted at the time of stent implant, suggesting that the noted damage occurred post procedure. Angina, occlusions, arrhythmias (including ventricular fibrillation), restenosis, and death, as listed in the xience v instructions for use as known adverse events associated with coronary stenting and are not necessarily an indication of a product quality deficiency. In this case, the reported stent fracture possibly contributed to the reported restenosis, which is likely related to the reported angina and required additional treatment and hospitalization. However, a conclusive cause cannot be determined for the reported patient effects and their relationship to the device, if any. Although a conclusive cause for the stent fracture and its relationship to the reported patient effects cannot be determined, there does not appear to be any indication of a product quality deficiency. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event.